Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 37.5 mmol/l. The customer's current blood glucose is 7.3 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.